Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number cmp-(B)(4). One low profile abutment (lpc442) was returned for investigation. Visual evaluation of the as returned abutment identified that the abutment screw threads were damaged. Functional testing was performed to disengage the abutment screw from the base ¿ they were able to disengage as normal. Pre-existing condition noted on the complaint was 'low bone density ¿ type iii'. The devices were intended for tooth 15 (universal). Device history record review for the lot (2020070259) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2020070259) for similar events (complaint category keywords: loosening & does not disengage) and no other complaint was identified. July post market trending was reviewed and there were no actionable events or corrective actions for the reported events or products. Therefore, based on the available information, abutment malfunction did occur but unknown screw malfunction and the reported events could not be verified as the exact details of event were unknown/nonverifiable.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the patient had the crown with mobility and when trying to remove the retaining screw, it did not come out and the screw remained embedded in the low profile abutment. The doctor cannot remove it and has to use pliers, which causes the screw threads to damage. The doctor confirmed that the procedure was concluded with another instruments and that the patient did not suffer any impact on his health.